Event description:
A customer contacted beckman coulter regarding erroneously low results that were being generated by the access 2 instrument. The customer indicated that several erroneously low psa result of <0.01 ng/ml were reported out of the lab. The erroneously low psa results were identified after the customer (a reference lab) received feedback from their customer questioning the reported psa results. The reported low psa results were not in alignment with their expectations. The pt samples were retested for psa and corrected reports were released by the lab. The customer indicated that all psa samples (with a result of <0.01 ng/ml) that were run on this instrument were repeated after the psa results were questioned. The repeated psa testing was performed on another chemistry analyzer in the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.